Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for daughter via phone call for insulin cannula missing. Blood glucose was unknown. Customer reported that t sensor didn't insert properly 2 weeks ago. Customer reported the one sensor didn't insert properly 2 weeks ago, another sensor 2 days ago had to change sensor, and now today having issues with a 3rd sensor. Customer reported that sensor removed tonight seems a lot shorter filament than usual. The sensor will be returned for analysis.